Event description:
It was reported that patient experienced ineffective stimulation. No falls or trauma were reported. Surgical intervention was undertaken wherein the system was explanted and replaced with a competitor nevro system.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. Section d6b: date of explant is unknown. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000055462 common device name: scs octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000055462 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.